Manufacturer narrative:
During the procedure the image displayed on the monitors in the surgical room went blank. The harmony iq integration system required a restart subsequently causing a delay in the procedure. The integration system was restarted, restoring the image to the monitors, and the patient procedure was completed successfully. A steris service technician arrived onsite to inspect the unit. The technician inspected the harmony iq integration system and found that the system settings required adjustment. The technician adjusted the system settings, tested the unit, and confirmed it to be operating properly.

Event description:
The user facility reported that during a patient procedure, the harmony iq integration system was not operating properly. No injuries were associated with the reported event.